Event description:
It was reported via repair work order that the head end lift would lower to approximately six inches from the floor due to loose lift bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.